Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events complications associated with the proper implantation of the align urethral support system may include, but are not limited ot postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
Per additional information received, the patient has experienced unspecified pelvic pain, unspecified vaginal pain, unspecified infection, unspecified bleeding, urinary tract infections, urinary incontinence, increased anxiety and depression, complications experienced from the mesh, menopause, mesh removal ((B)(6) 2013), diverticulitis, hypertension or high blood pressure, severe pelvic pain when standing and sitting, pelvic tumors or fibroids, "since having the mesh implanted, I have suffered from recurrent bladder infections," and chronic vaginal pain.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced heavy vaginal bleeding, abdominal tenderness in the suprapubic area, right and left lower quadrant, abdominal pain, an 8 cm ellipsoid structure deep in the pelvis, low hemoglobin (anemia), urinary tract infection, blood in urine (hematuria), abdominal distension and constipation, severe pelvic pain when standing or sitting, vaginal pain, urinary incontinence, worsening anxiety and depression, recurrent bladder infections, mesh removal on 08/21/2013, nonsurgical and surgical intervention.